Manufacturer narrative:
The delivery device was requested, but was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The lot number of the delivery device was not provided; therefore, a device history record (DHR) review could not be performed. Based on the information available, the exact cause of the reported event could not be determined.

Event description:
It was reported that the lens was removed from the patient's left eye intraoperatively due to radial tear of the anterior capsule noted upon insertion. The tear propagated peripherally towards posterior capsule. A monofocal lens was implanted and no reported postoperative sequelae. Please reference MDR# 2031924-2013-00066 for the intraocular lens.